Event description:
It was reported that a screw was found missing from the spine tracker prior to the start of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Event description:
It was reported that a screw was found missing from the spine tracker prior to the start of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that a screw was missing was confirmed through the device inspection. During device inspection we were unable to determine what caused the missing screw. It is possible rough or improper handling led to the missing screw. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that a screw was found missing from the spine tracker prior to the start of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The device serial number was inadvertently truncated. It has been corrected.